Event description:
Boston scientific received information that an alert was issued in the patient's remote monitoring system indicating a problem with the right ventricular (rv) lead. A lead safety switch (lss) warning was displayed due to rv pacing impedance measurements of greater than 2,000 ohms. A review of stored episodes found noise on the rv channel that appeared to be artifact from the minute ventilation sensor. The patient was to be seen in the clinic to evaluate the rv lead. No adverse patient effects were reported. The patient was seen in the clinic and troubleshooting was performed. Via fluoroscopy, the terminal pin appeared to be fully inserted. A connection issue could not be determined. During the revision, constant noise was observed on the lead even when the patient was not moving. A lead fracture was suspected and a new lead was implanted successfully. When the chronic rv lead was extracted, however, there was an obstruction coming up through the right atrium/supra vena cava (svc) area and also at the proximal subclavian area. The lead became stuck, and when the physician pulled on the lead it unravelled and finally broke, leaving a two centimeter portion of the lead's tip embedded in the subclavian vein. An x-ray the following day confirmed the lead tip remained in the same place, and the patient's case was to be reviewed by a vascular surgeon to determine next steps.

Manufacturer narrative:
(B)(4). The device remains in service with the new rv lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.